Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulties occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. During preparation of the 2.5 x 38 mm promus element stent the physician encountered difficulty removing the device mandrel; a forceps was used to remove the mandrel. Slight resistance was noted when loading the device onto the wire, the resistance resolved and the device was advanced to the target lesion. The stent was deployed at 11 atm; however the balloon would not deflate. Inflation and deflation was performed again at 14 atm, but the balloon did not completely deflate. Finally the balloon was removed and no deformation of the implanted stent was noted. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).